Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.

Event description:
Date of event- unk. When the device was inserted to the scope, there was a noise and resistance was felt while advancing. The device was removed and found to be deformed around cups. Completed the procedure with another of same device. The patient is reported to be "good".